Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Tandem user guide t:slim g4: only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:slim g4 system. It is not intended for use with any other delivery substance. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. There was no reported impact to the customer¿s blood glucose level due to the reported event. Reportedly, humalin insulin was being used in the cartridge. The customer reported not having back up therapy, and declined any further follow up.